Event description:
It was reported that a spectrum infusion pump constantly alarmed upstream occlusions, unable to infuse. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, constant upstream occlusion, unable to infuse was reproduced. A review of the event history log revealed multiple upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.